Manufacturer narrative:
Unable to confirm motor error alarm, excessive no delivery alarms and unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to detached end cap. The motor was tested outside of the device and passed. Pump received with cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with displacement test and test did pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.